Event description:
It was reported the ncircle tipless stone extractor outer support sheath broke during a kidney stone removal procedure. The complaint device had limited flexibility then the plastic outer support sheath broke. The procedure was completed by using same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A5 - ethnicity: chinese. A6 - race: yellow. G4 ¿ PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g4 - combination product. Investigation evaluation. Description of event: it was reported the ncircle tipless stone extractor outer support sheath broke during a kidney stone removal procedure. The complaint device had limited flexibility then the plastic outer support sheath broke. The procedure was completed by using same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and a functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation, in open original packaging. The handle is in closed position. The collett is tight and the male luer lock is loose. The handle does not actuate the basket formation. The handle was disassembled and then it was possible to manually actuate the basket formation. Red adapter from product protector still attached to white handle. The basket sheath is torn 4mm from tip of the male leur lock adapter. The cannulated handle and brass fitting from inside handle have dried bodily fluid present. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, was reviewed and provides the following information to the user: precautions do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.